Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with cephalosporin (dose, frequency, duration and route unspecified) and vancomycin added to dianeal (dose, duration and frequency unspecified). On an unreported date, the patient recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event. Dianeal therapy was ongoing. No additional information is available.